Manufacturer narrative:
.

Event description:
The hcp reported that the patient was originally implanted with the catheter tip placed at t10. The patient did well in and continued showing improvement on increasing doses. At the patient's appointment, the patient complained of the drug not working. The patient was on a daily dose of 220 mcg/day of lioresal 500 mcg/ml. The hcp noted increased spasticity, but no other symptoms. A plain x-ray was performed which revealed that the patient's catheter had migrated out of the intrathecal space and into the subcutaneous tissue. The patient was placed on oral baclofen and the catheter was revised. During the revision, the catheter was placed at t8. The patient seemed to be doing okay after the revision. See MFR report # 6000030-2007-03152.